Manufacturer narrative:
(B)(4) the device was returned for evaluation and visually and functionally tested. The complaint was confirmed. Dissection of the handle revealed that the cables had become caught between the handle halves during assembly.

Event description:
On (B)(6) 2017, a male patient received a convergent left vats procedure with laa management using a pro235 atriclip. After the clip was applied to the base of the laa, the orange rubber stopper would not pull out from the end of the handle. The surgeon removed the stopper with some force and it came off in his hands. The surgeon used a pair of graspers to grab onto the wire and fully deploy the cables from device. The surgical procedure was not prolonged and there was no patient harm, care was not impacted.